Manufacturer narrative:
Description of event - on 6/30/1997, dr. Implanted a 21 mm aortic st. Jude medical mechanical heart valve sjm masters series (model 21aj-501). On 2/3/1998, dr. Explanted this valve due to thrombus, the explanted valve was not retained in the operating room. The pt's postoperative health status was reported as stable. Results of investigation - the valve was not returned to st. Jude medical heart valve div for analysis. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion info reviewed from the valve's device history record indicated the valve complied with st. Jude medical specification at the time of MFR. As previously mentioned, the results of this investigation are inconclusive due to the fact the explanted valve was not returned for analysis. Also, st. Jude medical heart valve div has not received additional info which may have aided in this evaluation. The cause of the thrombosis remains unknown.

Event description:
This valve was explanted due to thrombus.